Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein one lead was explanted and replaced and the ipg was repositioned to address the issue. It is unknown which lead was explanted; therefore, both leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04570. Related manufacturer reference number: 3006705815-2021-04571. It was reported that the patient was unable to set their ipg into MRI mode. Troubleshooting revealed high impedances. As a result, surgical intervention may be undertaken to address the issue.